Manufacturer narrative:
No unexpected prime alarms noted during testing. The insulin pump passed displacement test and rewind test. The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reports to have received a compromised forced sensor alarm. Customer states drive support cap was normal. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.